Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the condition of the device showed that the locking spring did engaged and the needle release button was depressed with the tab folded down which confirms that the device was fully activated. The complaint about the start button popped out before 24 hour period could not be determined. The root cause of the complaint could not be determined as the complaint could not be confirmed.

Event description:
Patient called to report that she had a device that the start button had popped out on it's own. She states that the needle release button was not activated prior. It happened this evening , second time on (B)(6) 2019. Patient has the device from this evening available for collection.